Event description:
It was reported that the rotational speed indicator was blank. A rotablator rotational atherectomy system was selected for use. At the course of the procedure, it was noted that the rotational speed indicator was blank on the unit. No patient complications were reported.